Event description:
A caller reported a cartridge alarm 20 issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to put the current pump into storage mode and to return it to tandem, using a return box and pre-paid label. A replacement pump was sent to the customer, who also confirmed having a backup insulin pump to ensure insulin delivery was not interrupted.